Manufacturer narrative:
Upon receipt of the balloon and cuff components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found. The balloon passed the leak test. The balloon failed functional testing at 91.3 cmh2o for product specifications within (61-70 cmh2o). Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen as a component failure was confirmed. Analysis was unable to confirm the reported erosion, although it is a known inherent risk of the device.

Event description:
It was reported that the patient had the artificial urinary sphincter pump removed due to erosion. The artificial urinary sphincter cuff and balloon were explanted on a later date with a new artificial urinary sphincter implanted during this surgery. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter pump removed due to erosion. The artificial urinary sphincter cuff and balloon were explanted on a later date with a new artificial urinary sphincter implanted during this surgery. No further patient complications were reported.